Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a possible burr on the haptic of the preloaded intraocular lens (iol). Currently, the lens has not been explanted, and there are no immediate plans to explant the lens. From additional information it was learnt that there was no evident burr on lead haptic however lens was inserted and rotated into place, while I/a out viscoelastic bag had broken even with no I/a contact. The lens will be explanted in a few months after bag stabilizes. The patients vision was poor. No other information is available.